Manufacturer narrative:
Pump passed testing including the displacement, operating current test, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with missing segments due to cracked lcd zebra connector during test and also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that there are lines in the pixels of the pump display screen. The customer indicated that their blood glucose level was 250mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.